Event description:
Customer reports that the lancet will not retract back into the lancet device. Customer reports that she accidentally punctured her finger, but treated this with a bandaid. Requested return of suspect device and replacement was sent.